Event description:
Per the clinic, the patient was explanted due to occasional dizziness and lack of speach understanding. Patient was explanted in 2008, and the patient was reimplanted with a new device during the same surgery.